Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the right atrial (ra) channel and the device was beeping as a result. The ra lead is a non-boston scientific product. It was noted that there was an out-of-range impedance alert. Technical services (ts) reviewed the device's reports and found that there was a signal artifact monitoring (sam) episode and an atrial tachy response (atr) episode. It was noted that both episodes were due to minute ventilation (mv) noise that was oversensed. Ts noted that they did not observe any lead noise and suggested a resolution to the boston scientific representative. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the right atrial (ra) channel and the device was beeping as a result. The ra lead is a non-boston scientific product. It was noted that there was an out-of-range impedance alert. Technical services (ts) reviewed the device's reports and found that there was a signal artifact monitoring (sam) episode and an atrial tachy response (atr) episode. It was noted that both episodes were due to minute ventilation (mv) noise that was oversensed. Ts noted that they did not observe any lead noise and suggested a resolution to the boston scientific representative. The device remains in use. No adverse patient effects were reported.